Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the uterus perforated resulting in the pt having to undergo a vaginal hysterectomy.

Manufacturer narrative:
Conclusions: the actual device involved in this event was returned for eval. There were no visual defects. The catheter passed the leak test. The device was able to maintain the pressure. In addition, a review of the batch manufacturing records were conducted, and the batch met all finished goods release criteria.